Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted into a patient's eye but it was stuck to the tip of the inserter (cartridge). When the surgeon pulled the inserter (cartridge) away from the eye, the lens came out of the patient's eye. There was no incision enlargement, no vitrectomy and no patient injury. The patient was reported as doing fine.

Manufacturer narrative:
Product testing could not be performed since no product was returned. Therefore, the reported complaint of stuck in cartridge could not be verified. Since the lot number of the cartridge was not known, no manufacturing record review was performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.